Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment. No product was returned.  Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.

Event description:
A 22mm amplatzer septal occluder (aso) was successfully implanted; however, a few hours later the patient started to experience junctional tachycardia that would not respond to medication. Later that day, the aso was percutaneously retrieved and sinus rhythm was restored. The patient's defect was surgically repaired the next day. According to the physician, there was no aso malfunction.